Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error b30 which was identified during service/maintenance of an olympus device gastrointestinal videoscope. There were no reports of patient involvement.